Manufacturer narrative:
H10 information was added as it was omitted from the initial report that was submitted. This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. Related report number was added.

Manufacturer narrative:
Updated information: d1 brand name updated. The investigation for this complaint had previously been completed but now has been updated to include fever/infection/hemodynamic instability. The investigation for the fever/infection, hemodynamic instability has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section b5, d6b, and h6 were updated as per additional information received.

Event description:
Additional information received that patient spiked fever and blood cultures sent. Cultures positive for candida. Pet scan performed and infection noted at r axillary graft site of impella. Patient taken for explant and washout. Surgeon opted to cannulate patient for ECMO rather than re-implant due to infection on l axillary side at permanent pacemaker.

Manufacturer narrative:
Investigation summary: the investigation has been completed. No product or logs were returned for evaluation. Low or blocked pump flow: clinical details noted p-level was decreased when flows dropped to 4.7-4.8 liters per minute (l/min). The cause of the low flow could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device in wrong position: clinical details noted that the pump was measured as six centimeters on ultrasound. The clinical team elected to leave in place. The cause of the device in wrong position could not be determined as limited clinical details were provided. Purge pressure high: clinical details noted increased purge pressure values and decreased purge flow values. No kinks or tubing issues were noted. The clinical team elected to start tissue plasminogen activator (tpa) through the purge but was not noted if tpa resolved the purge issue. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. Device history review: the pump passed all the post sterile inspection checks.

Event description:
A complainant reported that a patient was implanted with an impella 5.5 via for mechanical circulatory support. It was note that flows were five liters (l) and increased back to p9. This was decreased in the morning by the fellow doctor who was concerned when flows dropped to 4.7 - 4.8 l. Pocus showed the impella around six centimeters but suction event resolved after so they elected to leave it in place. Approximately one month later, there was a concern for drop in purge flows with increase in purge pressures. The purge flows were down to 4.5 milliliters per hour (ml/hr) from 12-13 ml/hr baseline with purge pressure nearing 1000 mmhg from 450-550 mmhg baseline. No kinks or tubing issues were reported. The customer elected to begin tissue plasminogen activator through the purge system and was considering swapping to heparin from bicarbonate for purge additive. The patient's outcome was stable.